Manufacturer narrative:
Patient information: unknown. Occupation: other; sales representative. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
It was reported that a one level acdf case was performed on (B)(6) 2020, utilizing the vault c acdf interbody system. The doctor was trying to reposition and adjust the depth of the screw when the tip of the self-retaining driver (37-in-0060) broke in the head of the screw. The tip was able to be removed with a hemostat and the procedure was completed utilizing the second driver readily available in the set. There was a delay of approximately 7-8 minutes with no patient injury.

Event description:
It was reported that a one level acdf case was performed on (B)(6) 2020, utilizing the vault c acdf interbody system. The doctor was trying to reposition and adjust the depth of the screw when the tip of the self-retaining driver (37-in-0060) broke in the head of the screw. The tip was able to be removed with a hemostat and the procedure was completed utilizing the second driver readily available in the set. There was a delay of approximately 7-8 minutes with no patient injury.

Manufacturer narrative:
H3 device evaluation - the tip of the driver was examined by eye and with the aid of a 5x loop. The design configuration that broke was of the older split tip design that was subsequently replaced by a solid design. The cause for the breakage was noted as a side load being applied to the screw while also adjusting the screw height. Levering on the screw with the driver in an effort to reorient the screw while applying torque can result in loading conditions that can lead to device failure. The part that broke had been manufactured over 5 years ago and may have also been subjected to prior high loading conditions that subsequently manifested itself in this fracture. Review of device history records found thirty-one pieces of lot 3200mm were released for distribution on 6/6/2014 with no deviation or anomalies. No corrective actions are being recommended since the failure does not appear to be attributed to part fabrication issues with the part available for use for more than 5 years, and since high combined loading conditions may result in these types of failures.